Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided to rayner states that in the post-operative period the healthcare professional observed the development of fibrin reaction.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In correspondence with rayner, the distributor stated that the pt developed fibrin reaction in the od and os eyes following bilateral iol implantation. The first surgery took place on (B)(6) 2013 and the second surgery took place on (B)(6) 2013. The info available to date does not specify which surgery date corresponds to iol implantation in the od and os eyes. MDR report 9611165-2013-00114 refers to the first reported case of fibrin reaction. The healthcare facility has reported to the distributor that the surgical instruments they utilise are re-sterilised. Rayner intraocular lenses limited has requested specific info on the surgical procedures and detailed pt history in order to fully investigate the reported event. To date, no further info has been received. Our review of production records for the c-flex aspheric 970c iol batch 012e31804 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 012e31804.